Manufacturer narrative:
B3: date of event is unknown. H6 evaluation codes: updated. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable alarm is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.

Event description:
It was reported that during the use of the cassette, the pump alarmed "no disposable, pump will not run." The alarm persisted when the cassette was reattached. The pump was powered off and back on and the alarm was settled. On a different day, a different cassette was attached to the pump, and it worked normally. No patient injury reported. No additional information is available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.